Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported 'did not recognize open door' which was not reproduced during evaluation but experienced a related system error 320. The history log was reviewed to note any constant system error 320 events. No system error event were found in the history log. The reported condition was verified. The cause was determined to be an out of adjustment latch switches. The latch switches was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not recognize an open door during testing at the biomed service department. There was no patient involvement. No additional information is available.